Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Customer reported that a needle broke during a tibia fracture repair procedure. All fragments were retrieved. No adverse patient consequences were reported.